Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, duration not provided). On (B)(6) 2025, the patient¿s final peritoneal effluent fluid cultures returned negative for growth, and the patient antibiotics were continued. The patient continued to undergo ccpd therapy while hospitalized and was discharged in stable condition on (B)(6) 2025. The patient returned home and resumed utilizing the same liberty select cycler without reported issue. The pdrn stated the cause of the peritonitis is unknown; however, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
It was reported that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, duration not provided). On (B)(6) 2025, the patient¿s final peritoneal effluent fluid cultures returned negative for growth, and the patient antibiotics were continued. The patient continued to undergo ccpd therapy while hospitalized and was discharged in stable condition on (B)(6) 2025. The patient returned home and resumed utilizing the same liberty select cycler without reported issue. The pdrn stated the cause of the peritonitis is unknown; however, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), which required hospitalization and antibiotic(s) therapy. Per the pdrn, the etiology of the peritonitis is unknown; therefore, causality could not be firmly established. However, per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.